Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's insertion site infection. No release or sterilization records were reviewed, as the product number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Customer reported discomfort and pain during insertion of the pod. It was reported that, post removal of the pod, the customer discovered an abscess. Doctor treated the patient with antiseptic solution and antibiotics.